Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that lead integrity alert triggered due to low impedance on the right ventricular (rv) lead and there was some noise on the rv lead with patient arm movement. It was also noted that the atrial lead impedance had decreased as well and lead insulation damage was suspected. The device settings were reprogrammed and the leads remain in use. No patient complications have been reported as a result of this event.